Event description:
Customer reported a malfunction with their pump, displaying malfunction code 9. The blood glucose level was noted as 300 mg/dl, which is within a safe range. Customer was assisted by technical support to reset the pump; however, the malfunction persisted. Consequently, technical support arranged for a replacement pump to be sent, with updated software and additional training available. Customer was informed of returning the faulty pump and understood the instructions provided.